Event description:
Technician alleged reverse trendelenburg does not work.

Manufacturer narrative:
Technician found the rev. Trend button on the foot board key panel did not work. The switch was open. Tech replaced the key panel assembly on foot board to resolve.